Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported the patient implanted with this pacemaker expired approximately four months after implant. There was a concern the device was not operating as expected when the patient expired.